Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "patient had a clip that migrated in the bladder 2 years ago. Patient has been in pain for 2 years. Clip has recently been removed from the bladder and the pain stopped". Additional information from a phone call with the customer states "no hemorrhage, symptoms were pain and he understood via the report from the surgeon that the clip had migrated in the bladder". No further information is available.